Event description:
Boston scientific received information that the patient came in due to dizziness, and the pacemaker was identified to have been pacing and sensing in the ventricles, with triggered pacing as a response to sensing (vvi) mode at a rate of 40 beats per minute (bpm). The device was originally programmed with dual chamber pacing, and dual chamber sensing with trigger-inhibit response to sensing (ddd) mode with a lower rate limit (lrl) of 40 beats per minute (bpm). A boston scientific company representative explained that the pacemaker will not change to vvi in elective replacement time (ert) but will change to vvi at end of life (eol). Further discussion have made the company representative conclude that the device is at eol. The patient was also admitted in the hospital. Additional information was received from the field representative who confirmed that the pacemaker was at elective replacement indicator (eri). The pacemaker was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.